Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was returned for analysis. Device analysis revealed kinks in the sheath assembly from femoral marker to the distal end. Kink and open hole were encountered in the lapjoint area of the sheath. Impedance testing shows a good unit wave form. It was observed that the catheter leaked from the lap joint area when it was flushed. During image characterization testing, a good square image appeared in the ilab system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is not confirmed as there was no evidence of the alleged issue or any anomalies which could have contributed to the reported difficulty. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2016. It was reported that non uniform rotational distortion (nurd) and poor image have occurred. The 90% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. Rotablation was performed in the ostial of the right coronary artery, after which, a stent was deployed. Following stent deployment, an opticross imaging catheter was used to visualize the target lesion. Pullback was performed three times with no resistance encountered. However, on the third pullback, non uniform rotational distortion (nurd) image appeared and the image was poor. The physician tried reconnection and flushing, however the issue was not resolved. The procedure was completed with another opticross&#11168;no patient complications were reported and the patient's status was good. However, device analysis revealed an open hole at the sheath lap joint section of the device.